Manufacturer narrative:
Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a correct lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ article & lot number provided do not match therefore not able to review DHR. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while surgeon was inserting cement during surgery, the tip of the syringe broke. There was reportedly no patient harm. There is no additional information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: there was a five (5) minute surgical delay noted during the procedure.

Manufacturer narrative:
A product investigation was completed: the returned parts show no signs of breakage. Our investigation shows that the returned parts have no signs of breakage. Furthermore we found 2 unknown needles. Both of them are slightly bent at the tip and shows blood and cement residues on the surface. One needle is still attached with a syringe (03.702.215s). The DHR of the part with lot number was reviewed and no complaint related issues were found. According our actual technique guide, the vertical v+ system, includes four different needles. The received needles do not corresponds with the recommended needles in the guide, as the inner diameters are too small and the design appearance was found different. Based on these findings we can conclude that the cause of failure is a result of an incorrect usage of the kit with unknown/not foreseen components. The components of different synthes vertebroplasty needle kits (diameter, tip style) and other synthes vertebral access kits are not interchangeable. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.